Event description:
Device 3 of 3. Reference MFR reports: 1627487-2013-02504 and 02505. It was reported, the patient experiences uncomfortable stimulation when he turns on his stimulation and he has stopped using the system. He reported his system has not provided effective stimulation despite multiple reprogramming efforts. Follow-up indicated the patient stated he is "too old" to undergo an explant surgery and has decided not to use his system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.